Event description:
Medtronic received information regarding a navigation system being used prior to a procedure. It was reported that the patient was draped, patient tracker was placed on the forehead and connected to the interface. The instrument tracker was connected to the interface, registration probe was connected to instrument tracker. The registration probe was placed in the hollow in the patient tracker to register. The instrument registration failed. The flat emitter was changed and registration was re-tried but was unsuccessful. Both trackers were re-plugged into different ports in the electromagnetic localization system and then everything worked normally and the procedure could be performed. The site stated that there was an inaccuracy of 150 millimeters during instrumentation verification on all of the instruments. The next step was to replace the electromagnetic localization system and the issue resolved. The manufacturer representative re-tested the original electromagnetic localization system and found that there was loose contacts in the changing ports. The reported issue occurred during a functional endoscopic sinus surgery (fess). There was no reported impact to the patient. No adverse event occurred with the patient. There was an approximate delay of about 15 minutes.

Manufacturer narrative:
Patient information was unavailable from the site. Continuation of concomitant medical products: other relevant device(s) are: product ID: unk_nav_comp, serial/lot #: 1600391720; product ID: m704430b020; no parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Hardware analysis of 9735825ent (lot number 1600391720) determined that the reported problem could not be duplicated. The em interface unit was connected to a test system for a burn-in test. Em interface functioned normally on all six ports without failure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) additional information was added to b5 and d4 was updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The interface was exchanged.